Manufacturer narrative:
A4-a6: unk. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed, and replaced intraoperatively. The problem was resolved. Cause of the event was reported as unknown.